Event description:
It was reported that an intravia container actively leaked from the seam of the blue port protector during aql (acceptance quality limit) inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.